Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had a cp support ongoing for a patient admitted in with severe aortic stenosis and renal failure / dialysis use. The patient was to have valve and coronary intervention. The pump had low flows and suction and the team was unsure if the pump was kinked and if the low flows were due to this. The pump had supported for 46 hours until weaned and explanted, and the patient survived the event.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump was returned for evaluation. Visual inspection found a kink on can about 15 mm from outflow cage and cannula bonding site. No other issues were found on the rest of the pump. Pump ran without issue under bench test. Based on clinical description and product analysis, the root cause of low flow was kinked cannula. The cause of kinked cannula was due to difficult patient anatomy (severe aortic stenosis which is contraindicated for impella use). Added- d8 updated to yes.